Event description:
It was reported that the patient was revised approximately 11 days post implantation due to infection. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 00596401752 - nexgen femoral component - 64226461; 00596405010 - nexgen articular surface - 65054651. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This report should be voided. Upon receiving additional information, this product is not involved in this event. It was previously reported under 0001822565-2024-03573.

Event description:
This report should be voided. Upon receiving additional information, this product is not involved in this event. It was previously reported under 0001822565-2024-03573.